Manufacturer narrative:
Product ID 37082-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37082-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3888-33, lot# v123228, implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3888-33, lot# v125156, implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37082-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37082-60, serial# (B)(4), implanted: 2008 (B)(6); explanted: 2014 (B)(6); product type extension product ID 3888-33, lot# v123228, implanted: 2008 (B)(6); product type lead product ID 3888-33, lot# v125156, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the stimulation therapy was inadequate for the patient. The patient had a loss of stimulation and a loss of th erapeutic effect. The patient had less than 50% therapy relief. It was stated that the ¿wire in pocket¿ was removed. Xrays and reprogramming had been done. A pump system was implanted instead. The patients status was alive with no injury. It was further clarified that only the battery was removed. The extensions were cut at the pocket in the left buttock. The remaining half of the extensions and leads would be removed sometime in the future. The patient was stated to be healing well.